Manufacturer narrative:
Since this instrument is faultless as to its technical functions, we feel that no corrective or preventive actions have to be taken on our part. The tips of the instrument involved were polished/refurbished and the forceps were returned to the distributor.